Event description:
Patient contacted dexcom technical support on (B)(4) 2012 to report that on (B)(6) 2012 (patient could not recall exact date), around noon, she had suffered a hypoglycemic episode, had lost consciousness and had required paramedic' assistance. Patient is elderly and wears a medics alert necklace around her neck which is how she was able to ask for assistance. Paramedics attempted to treat patient with a shot (unknown as to its chemical nature) but decided to transport patient to hospital. Patient could not remember any more details around the adverse event. She reports that she experienced an inaccuracy with cgm but could not recall any concurrent cgm and bg values. Dexcom technical support will be collecting patient's cgm in order to retrieve and review data around the time of the hypoglycemic event. During a follow-up call on (B)(4) 2012, patient's mother reported that she was feeling much better.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. Other text : not returned to manufacturer.